Event description:
It was reported that the patient had circumflex artery compression. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 31mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. Five (5) days post procedure, the patient had a follow up appointment with their primary cardiologist and was experiencing chest pressure with intermittent radiation to their neck and arm. An ECG was performed which was normal. Troponin levels were elevated at 787. The patient was brought to the heart catheterization lab where it was noted that they had circumflex artery compression. Intravascular ultrasound was performed. The physician felt it was unwarranted to stent the compression and no further treatment or intervention was performed at this time. There were no other complications that were reported to have occurred.